Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown baclofen (2,000 mcg/ml at 574.1 mcg) via an implantable pump for unknown indications for use. It was reported that when opening the incision, the physician found that the previous sutures were no longer in place and the pump was flipped. The patient noted that she has been losing weight since initial implant on (B)(6) 2024. Action/intervention: the surgeon re-tied pump using stronger sutures and resecured pump. Outcome: the issue was resolved. The patient weight and medicalhistory were unknown. The patient was alive and no injury.